Event description:
Patient reported: (B)(6)2008 - pt underwent open bilateral inguinal hernia repair procedures. Pt reported he has been experiencing pain bilaterally since the time of implant, left side more painful than right. Unk dates - pt has undergone nerve block pain management therapy on the left side. On (B)(6)2010 - pt had an MRI of the mesh implant areas, the pt is not aware of the results at this time.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Voluntary (B)(4) was received after initial complaint was reported. No additional info was received in the voluntary report.